Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). A carefusion field service representative (fsr) evaluated the device onsite and found that the grey exhalation valve body was broken. The fsr replaced the exhalation valve and check the user verification test, which passed and now working to manufacture specifications. No part was sent back so no further evaluation will be performed.

Event description:
The customer reported while using the vela ventilator, it was found to have a large leak. The customer stated there was a patient on this unit while in use. The patient was switched to another unit, no alleged injury or harm associated with this event.